Manufacturer narrative:
Customer follow up 9/14/2016. It was indicated that on (B)(6) the customer was able to load a cartridge successfully. The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customers blood glucose (bg) level was impacted (560 mg/dl) the customer took a manual injection to stabilize bg level. Reportedly, the customer had loaded the cartridge with cold insulin. The customer was educated to only load insulin at room temperature. It was indicated that the customer reverted to manual injections for insulin therapy.